Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Tandem technical support instructed the caller through several steps to address occlusion issues, including disconnecting tubing, tightening connections, and delivering specific boluses to manage the situation. The customer was advised to replace supplies and continue insulin therapy.